Event description:
It was reported when an asymptomatic patient presented for a routine check-up, the device inappropriately remained in the temporarily pacing settings set after threshold searching tests had been performed. The autocapture was turned off and the behavior spontaneously resolved itself. The patient was discharged and will be regularly monitored.